Event description:
It was reported that the physician inserted the angio-seal sts device, set the anchor, locked the cap and proceeded with deployment. The anchor reportedly shuttled and the physician stated he encountered non-deployment of the device. Manual pressure was applied followed by a femostop to achieve hemostasis. The pt developed a pseudoaneurysm and retroperitoneal bleed as a result of the procedure and was given 2 units of blood. No surgical intervention was required. The pt had been given reopro and heparin during the procedure.